Event description:
This report summarizes 31 malfunction events in which the device reportedly had a decrease in pressure. 24 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 31 previously reported events are included in this follow-up record. Product return status: 25 devices were received. 6 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 16 devices were received. 1 device was not available for evaluation. 14 device investigation types have not yet been determined. Additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes 31 malfunction events in which the device reportedly had a decrease in pressure. 23 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact. 1 event had insufficient information received.